Event description:
On (B)(6), we have been informed about an incident which happened on (B)(6) 2013. A female pt underwent an ECG procedure (event monitoring scheduled for 13 days). ECG electrodes, model w55, were used. The body type of the pt was described as average size and the skin type was described as normal, no hair, (B)(6). The pt takes hydrochlorothiazide for medication. The skin was clean ("showered the night before; uses (B)(6) soap for sensitive skin"), not shaven, not disinfected but dried and no ointment had been used. The pt complained of soreness after the first day of the study. The pt took the electrode off to bathe and the area began itching. The pt reported an itching burning sensation and that the electrodes left dark rings where electrodes were worn located below the right and left clavicle, specifically underneath the adhesive tape ring of the electrode. The injury was treated with hydrocortisone cream (2.5%), prescribed by the family doctor.

Manufacturer narrative:
The retained sample of the same lot have been inspected visually and tested mechanically. As a standard procedure, mechanical tests were performed on 4 retained samples. All samples were found to perform within limits. The gel's ph valve of those samples were also measured and found to be within limits. Four electrodes of the claimed lot number were tested for 24 hrs on a test person. No skin reactions could be detected. No other such complaints have been rec'd for this lot or other lots of ECG electrodes made with this kind of adhesive tape. The photographic images provided show discolorations precisely in partial shapes of the adhesive tape rings incorporated in the electrode used. Such clear shapes indicate a skin irritation, not an allergic reaction. It appears the skin developed local inflammations underneath the adhesive tape rings. It is known, that in certain skin types pigments gather into inflamed area (post-inflammatory hyperpigmentation). We cannot determine why this pt developed skin reactions when in contact with the electrode tape. The dark marks appear to be secondary developments as a consequence of the initial inflammation. We consider this investigation closed.